Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer noticed the tip-up fenestrated graper instrument tip was broken when they peeled the pack open. No fragments fell from the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was not able to gather any additional information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage of instrument an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint. The tip-up fenestrated graper instrument was found to have a broken grip at the grip tip. A piece approximately 0.185¿ x 0.292¿ was found to be broken off and the broken piece was not returned. Common causes of the failure mode are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding tip-up fenestrated graper instrument tip was broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the tip-up fenestrated graper instrument that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.